Event description:
It was reported that in 2008, in the or, the md inserted the intra-aortic balloon (iab) via the femoral artery. After surgery, the pt was taken to the cardiovascular critical care. Two days later, the clinician heard the pump alarm "helium alarm loss". The clinician did a leak test on the pump. They noticed flecks of blood in the tubing and phoned the md to have the iab removed. The pt was not iab dependent and it was decided not to insert another iab.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.